Event description:
It was reported that a patient was admitted after multiple arrhythmias, with implantable cardioverter-defibrillator (ICD) firing, and rule out suction. Log files were submitted for review, and the event log contained routine pump operation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 17sep2024 through 30sep2024. Review of the events from the reported event date of 30sep2024 revealed no notable events or alarms. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the customer. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The IFU lists potential adverse events, including arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.